Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: limit switch failure a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of panel flickering was traced to component failure and additionally for limit switch failure was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the panel of the light source was flickering. The issue was found during maintenance. There were no reports of patient involvement.